Event description:
During a pulmonary vein isolation and posterior wall ablation, a farawave catheter was selected for use. Use of the catheter to treat the posterior wall constituted off-label use of the catheter as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). The catheter was prepared and was used to perform pulmonary vein isolation. The physician removed the catheter after pulmonary vein isolation to perform a post map. After the post map was complete, the physician decided they wanted to isolate the posterior wall of the left atrium. While preparing to re-insert the catheter, it was found that the irrigation had stopped. The pressure bag was checked, and the tubing was disconnected from the catheter side port to attempt troubleshooting. Manually flushing the side port was then attempted with no success. The catheter was then replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was observed with the catheter in the undeployed state, but not in the basket or flower configurations. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis.

Event description:
During a pulmonary vein isolation and posterior wall ablation, a farawave catheter was selected for use. Use of the catheter to treat the posterior wall constituted off-label use of the catheter as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). The catheter was prepared and was used to perform pulmonary vein isolation. The physician removed the catheter after pulmonary vein isolation to perform a post map. After the post map was complete, the physician decided they wanted to isolate the posterior wall of the left atrium. While preparing to re-insert the catheter, it was found that the irrigation had stopped. The pressure bag was checked, and the tubing was disconnected from the catheter side port to attempt troubleshooting. Manually flushing the side port was then attempted with no success. The catheter was then replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory.